Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during device interrogation at pre-discharged check post-atrial lead implant, all sense pace and impedance parameters were within normal limits. Forty-six mode switches were also noted. Further reviewed indicated that it appeared to be sixty cycle noise and device was oversensing lead impedance checks and corvue checks. Oversensing was confirmed via manually collecting an impedance during re-interrogation of device. Programming changes were made. Also, during initial interrogation, device switched from rf telemetry to wand only. Rf timer did not time out and interference in the room was suspected to have caused the device switch from rf telemetry to wand only. Patient was stable.